Event description:
The customer stated, he was hospitalized for low blood glucose and the reading was 45 mg/dl. The customer stated he frequently experiences high and low blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the selftest and the reservoir volume was also correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.